Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2011, this pt had a aus 800 device implanted info received for that procedure indicated that the pt had a previous advance sling implanted. Info indicates the pt had an erosion of the advance sling. Details of the sling procedure were not provided. Ams has requested add'l info.